Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported the screw fractured of the low profile abutment. Doctor was able to remove the fracture portion and replaced the abutment.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two certain® low profile one-piece abutments (ilpc443u & ilpc442u) and one unknown legacy biomet abutment were returned for investigation. Visual evaluation of the as returned products identified that the abutments were fracture across the threads. Device history record (DHR) review for the lots (2018112357 & 2019080123) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. However, DHR review could not be performed for the unknown abutment since the lot number was unknown. Complaint history review was performed for the lot (2018112357 & 2019080123) for similar events and no other complaint was identified. However, complaint history review could not be performed for the unknown abutment since item/lot number was unknown. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.